Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01-oct-2019 with the following findings: cracked/damaged battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(6)2019. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.